Event description:
Dr was attempting to insert a lifeport into his patient. Using a reprocessed introducer. As he attempted to insert the introducer into the patient, the introducer crumbled into several pieces.

Event description:
Dr was attempting to insert a lifeport into his patient. Using a reprocessed introducer. As he attempted to insert the introducer into the patient, the introducer crumbled into several pieces.